Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences. A DHR review could not be conducted as no lot number was provided.

Event description:
Per hospital representative, during a ligation procedure, the md had a band stacking situation. Suction was applied, the lever was pushed down. One band deployed, but the md could not deploy the rest of the bands. He could not see if the varix was banded because the patient was bleeding. The staff could not deploy the bands outside the patient. The procedure was completed using sclerotherapy.